Event description:
It was reported that during the post implant follow up, loss of capture was noted due to dislodgement of the right atrial (ra) lead. The physician suspected the dislodgement was due to the anatomy of the patient. A revision procedure was performed and the ra lead was successfully repositioned to resolve the event. The patient was in stable condition.